Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. The catheter was incomplete and returned in segments but was acceptable in testing.

Event description:
Additional information reported the physician confirmed that he converted the patient from saline to morphine and the patient reported leg weakness prior to morphine reaching the tip of the catheter; prior to the bridge of the actual medicine. Per the physician it was not pump related because it was reported and could not have been related to the pump; evidence pointed not to the pump but the psychology of the patient.

Event description:
It was reported that the patient was not satisfied with the therapy and asked for the pump to be explanted. It was stated that a couple of medications were tried and the patient was still not pleased. When the dosage was increased, the patient experienced leg weakness. The system was reportedly removed and the leg weakness was the primary reason for the removal. There was no injury and the patient recovered without sequela. The drug infused by the pump was unknown. Additional information could not be obtained at the time of the report.  Should additional be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.